Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had a battery malfunction. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d4 (UDI).

Event description:
N/a.

Event description:
It was reported that during routine check-up the cardiosave intra aortic balloon pump (iabp) battery did not passed the test and gave an error. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields :b4, b5,g1 (contact person ¿ mfg site), g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. A getinge field service engineer (fse) replaced the battery (d146-00-0097) and was delivered to the user after the necessary tests and checks were made.